Manufacturer narrative:
Correction: the correct date of explant was (B)(6) 2016; not (B)(6) 2016 as previously reported. This report is filed july 13, 2016.

Manufacturer narrative:
This report is filed (B)(4) 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced non auditory sensation with device use as well as dizziness and tinnitus. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.